Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Medical device - expiration date: 11/2021.

Event description:
It was reported that approximately one month after the placement of the port device, it was allegedly unable to be aspirated. Reportedly, the health care provider was able to aspirate successfully after the administration of tissue plasminogen activator (tpa). It was further reported that the patient experienced an alleged swelling of the left arm. Reportedly, on dye study found that the tip of the port catheter was slightly retracted near the junction of the brachiocephalic veins without extravasation. It was further reported that an alleged thrombus was identified in the superior vena cava, left brachiocephalic vein, subclavian vein and proximal aspect of the cephalic vein. Reportedly, an additional intervention was required for thrombus formation and prevention, however, the patient was reportedly stable.